Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 550cc mentor smooth tissue expander placed experienced deflation post procedure. The expander was shrinking, and the deflation was confirmed during surgery. Replacement with a permanent implant was performed. The patient is fully recovered.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 2, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the union between the shell and posterior patch. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, it is possible to damage the tissue expander during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the tissue expander as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the tissue expander. This will reduce the potential for creating excessive stress to the tissue expander during insertion and will avoid the risk of damage to the tissue expander. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who had a 550cc mentor smooth tissue expander placed experienced deflation post procedure. The expander was shrinking, and the deflation was confirmed during surgery. Replacement with a permanent implant was performed. The patient is fully recovered.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on january 5, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot number, previously unknown, was obtained with receipt of the device. The lot number is 9375196. A manufacturing record evaluation was performed for the finished device 9375196 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).